Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 26 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented in the emergency room with a ruptured abdominal aortic aneurysm. The stent graft was found to have migrated distally with a moderate sized hematoma. The decision was made to attempt endovascular repair with an aortic cuff. There was extreme neck angulation and the physician felt that placement of a series of aortic cuffs from the top of the bifurcated stent graft up to the renal arteries should be done. A total of 3 28 mm diameter aneurx cuffs were implanted between a centimeter above the flow divider up the level of the renal arteries. This successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Eval codes, results: (migration, endoleak, ruptured aneurysm), conclusion: (extremely angulated aortic neck).